Manufacturer narrative:
There was no patient impact or consequence. Baylis medical company inc. Has decided to report this event due to the 45-minute procedural delay that occurred.

Event description:
The rfp-100a footswitch did not activate the rfp-100a generator to deliver rf energy when attempting to perform a transseptal procedure, resulting in a 45 minute procedural delay. The procedure was able to continue by manually pushing the button on the rfp-100a generator to deliver rf energy. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the 45- minute procedural delay.